Event description:
A malfunction was reported with the display showing a malfunction code. There was no adverse impact on the customer¿s blood glucose level, with no values exceeding 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.